Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a granuflo mixer skipped transfer and went to cycle complete and gave them a shock when they were stepping back to transfer mode. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a granuflo mixer skipped transfer and went to cycle complete and gave them a shock when they were stepping back to transfer mode. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: returned part: control console. Exterior inspection revealed no discrepancies. The control console was connected to a control console test fixture and passed all tests per procedure 507956. The control console functioned properly. No shocks were experienced during testing. Internal inspection revealed no discrepancies. All connections were found to be tight. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a granuflo mixer skipped transfer and went to cycle complete and gave them a shock when they were stepping back to transfer mode. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.